Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to infuse water into the balloon during a pretest.

Manufacturer narrative:
Received only catheter. The reported event was confirmed, however the root cause is unknown. Per visual inspection, the exterior of the sample was inspected and a dent on the shaft was found as evidence of a failure that would support the reported event. Per functional testing, an attempt was made to inflate the balloon with a 10cc lab syringe of water, using the normal fill technique and the balloon did not inflate nor did the inflation funnel. There was no indication that this product is out of specification, the product was manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that it was difficult to infuse water into the balloon during the pretest.